Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05918. Related manufacturer reference number: 3006705815-2019-01887. Related manufacturer reference number: 1627487-2019-05919. Related manufacturer reference number: 1627487-2019-05921. It was reported that the patient had an infection at both the ipg and lead sites. As a result, the patient's system was explanted on (B)(6) 2019. The patient was given antibiotics a few days prior to the explant. It is unknown if the infection has cleared following the procedure.

Event description:
Related manufacturer reference number: 1627487-2019-05918. Related manufacturer reference number: 3006705815-2019-01887. Related manufacturer reference number: 1627487-2019-05919. Related manufacturer reference number: 1627487-2019-05921. It was reported that the patient's infection has cleared.